Event description:
The device was used during the disection of the lumph nodes. Reportedly, the instrument jammed and the clips did not advance. The surgeon applied another device to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.